Event description:
On 20 nov 2025, a patient underwent a port placement procedure using powerport. During insertion of the sheath introducer, the sheath component became frayed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath along with vessel dilator were returned for evaluation and one photo was provided for review. Visual evaluation and functional testing were performed on the returned device. Both sheath and dilator shafts were noted to be bent. Bunching was noted on the distal portion of the sheath shaft. Bunching was also noted in the provided photo. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported fracture issue as no fracture was noted on the sheath. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
During insertion of the sheath introducer, the sheath component became frayed, preventing proper placement. The procedure was completed using another device. There was no reported patient injury.